Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a venogram was performed which showed probable occlusion of the right subclavian vein with collateral venous formation. It was decided to obtain access to the subclavian vein to assess if a wire could be passed through the area of obstruction. A wire was unable to be threaded past the occlusion in the distal subclavian. The right ventricular (rv) lead and right atrial (ra) lead remain in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.